Event description:
Physician tried to place psc032 through neuron 053. He realized the neuron was too small. He then placed psc through appropriate 6fr guide over a synchro wire without difficulty. When he attempted to place separator thru catheter, he was unable to pass it. Removed catheter, found flat section in distal segment. Chose to use tpa to complete the case.

Manufacturer narrative:
Technical evaluation: the rpc [reperfusion catheter] shows a single axis bend at the end of the spiral cut strain relief. This damage is not part of the incident report and maybe the result of subsequent handling. At the flexible distal tip, there is a flat spot between 17.0 and 18.0cm from the distal tip as well as ovalization between 17.8 and 18.3 and single axis bends at 19.0 and 20.3 cm from the distal tip. The incident is confirmed as reported. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken in response to the (B)(4) issued to penumbra on (B)(4) 2009. A review of the device history record (DHR) was completed on part # 0854 (lot # l13782). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The DHR review of final assembly (lot# l13782) indicated that 100% inspection of the devices resulted in (B)(4). The lot was associated with (B)(4) because it failed (B)(4) for hub. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.